Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient was having increased charging frequency and duration. It was also noted that the patient was having frequent daily ipg charging. No device malfunction was suspected. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively.